Event description:
Pt with primary IV fluid infusing by pump. A secondary infusion bag was hung and found to be backflowing into the primary bag. The IV bags were hung properly, with the primary IV bag lower than the secondary. The secondary IV tubing was changed with no improvement. The primary IV tubing was changed and the problem was corrected.